Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that they were issues with the sensors. The customer stated that whenever they were inserting the sensor they were bleeding. The customer stated that when they experienced the issue while inserting the sensor they already gave a corrective bolus and it came down later. The insulin pump will not be returned for analysis.